Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#338.31, lot#4839712, release to warehouse date: 14 sept 2004, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation (orif) procedure of the hip that on the back table in the operating room the dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw and dhs/dcs lag screw broke after removing both screws from the patient. Both screws broke into two pieces and were removed from the patient. There were no fragments generated. Another screw was used to complete the procedure. The patient status was stable. The procedure was completed successfully. There was no surgical delay. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: product investigation summary: one (1) dhs/dcs coupling screw (part 338.31 / lot 4839712) and one (1) dhs/dcs one-step lag screw, 12.7mm thread, 100mm (part 280.301 / lot 7521993) were received with the complaint category of ¿broken: intraoperatively.¿ the overall complaint condition is confirmed as the coupling screw was received with the threaded tip missing. The roughly transverse break is located at the base of the threads; therefore, it is estimated that approximately a 2.6mm diameter by 8mm length portion is missing. Conversely, the lag screw was received intact with minimal wear. No breaks or cracks were noted. Thus, as no functional issues were identified, the complaint condition specifically for this implant is unconfirmed. The complaint condition for the coupling screw is the result of an off-axis load beyond the yield strength of the coupling screw shaft. As specifics regarding the technique at the time of failure, and the care and maintenance over the approximately 11.5 year lifespan of the coupling screw, are unknown, no definitive root cause was able to be determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A device history record (DHR) review was performed for the returned coupling screw. The device was released to the warehouse on september 14, 2004. The investigation shows that the dhs/dcs coupling screw is a component of the dhs one-step basic set, which can be utilized during dynamic hip and condylar screw (dhs/dcs) procedures with the one-step technique. The coupling screw is inserted into the wrench and, after sliding the dhs plate onto the shaft of the wrench, the appropriate lag screw can be seated on the end of the wrench and secured using the coupling screw. This information is provided per the dhs/dcs system technique guide. The coupling screw was received with the threaded tip missing. The roughly transverse break is located at the base of the threads; therefore, it is estimated that an approximately 2.6mm diameter by 8mm length portion is missing. Small dents are visible on the proximal surface of the device and small nicks are present along the shaft of the device. The balance of the coupling screw is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing for the coupling screw top level assembly, the coupling screw shaft component, and the lag screw was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. H6: method code 3317 added to reflect the DHR results which were reported on the initial medwatch dated march 17, 2016. H11: corrected data: e4. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.